Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. A new right ventricular (rv) lead was successfully implanted. The lead will not be returned since it was retained by the hospital. No additional adverse patient effects were reported.